Manufacturer narrative:
Investigation: the investigation was carried out visually. Several damages and deviations can be found on the phillips screw heads and the threads. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: based on the signs of wear and tear on the screws, we must assume that the screwdriver was not correctly applied. It must be ensured that the tip of the screwdriver blade is pressed firmly enough in the head of the screw to ger a positive-locking connection. Otherwise a safe use is not guaranteed. The breakage of the screw-tips is most probably related due to the tumbling movement of the screw driver. Furthermore, for hard bones, the screw holes should be predrilled. This is explicitly stated in the IFU. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that it is impossible to screw the device. The device is breaking during the procedure.